Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Device was discarded.

Event description:
Mobi-c p&f us : disassembly. A mobi-c disassembly was reporter. Many descriptions were provided but they do not permit to understand clearly the issue. Clarifications and additional information requested to the reporter.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. It is written in the zper that the product was properly disposed of by or staff . Therefore, no product evaluation could be performed. After several attempts, the reporter informed on december 4th 2018 that no additional information and clarification about the complaint description will be received as she does not remember the case, considering the remote date of event. From the information provided based on the zper, the product history records and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. Indeed, as completed in the zper, the surgeon tried to reposition the implant after realizing that the implant was not correctly positioned. Indeed, it was reported that the implant was too far posterior and rotated. According to the product manager, it is recommended to not reposition the prosthesis before releasing it. Indeed, when the vertebral endplate's teeth penetrated into the subchondral bone, no reposition of the implant is recommended. Yet, the reporter was not sure and could not recall if the implant teeth were into the vertebrae. As observed on the x-ray provided, the device is too far posterior and rotated as two tabs on the inferior plate can be seen, thus confirming what was reported. Indeed, as explained in the surgical technique, the alignment of the tabs on the inferior plate is used to assess the position of the device in rotation (step 12: position verification - lateral view). It is clearly stated in the surgical technique that if necessary to correct a rotated device or for lateral implant adjustments, distraction of the disc space is required to prevent implant-to-peek cartridge disassembly in situ (step 12: position verification - lateral view). Yet, the reporter was not 100% certain that there wasn¿t tissue catching as the peek remover was splaying the peek to remove. Based on the available input , the exact root cause remain undetermined with the most likely hypothesis of user error: surgeon did not follow instruction during implant repostioning. If additional information was received that add a value on this case conclusion another report will be sent.

Event description:
Mobi-c p&f us : disassembly & malposition. It was initially reported on (B)(6) 2018 that the implant fell apart during reposition. It was reported on the zper on (B)(6) 2018 that surgeon implanted a mobi c 15x19 after a successful trial. The implant was imaged immediately and discovered to be too far posterior. As the surgeon gently attempted to reposition the implant, the superior endplate came apart from the peek and since he could not put it back together they had to grab for a new one. Additional information received on may 7th 2018: the inferior endplate was rotated. They were not sure how or why but perhaps as the peek was removed. . They did not think that the surgeon encountered any resistance or if the issue could be related to a contact with surrounding tissues, but the reporter was not 100% certain that there wasn¿t tissue catching as the peek remover was splaying the peek to remove. The reporter was at the head of the bed but not always able to see everything. The reporter was not sure and could not recall if the implant teeth were into the vertebrae, usually the surgeon will remove peek then compress. The inferior endplate was rotated so there was no attempt to try and straighten it as the inserter was off and peek had been removed. The surgical technique followed at the mobi-c loading on inserter was followed. The scrub tech stops as soon as resistance was felt and hands inserter off to the surgeon. Surgeon double checked the implant and the depth stop wheel was positioned correctly. Additional information received on may 15th 2018: the peek had not been removed. The lower endplate appeared rotated, double checked the lower endplate still was rotated. Additional information received on may 23rd 2018: the peek had not been removed. The following step the while removing peek jaws if there is any resistance, one of the jaw may be against the uncus was followed. There was no patient impact or serious injury . The surgery was completed with another device without further complication.